Event description:
It was reported to philips that the suite computer was unable to boot to the clinical application. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified that the suite pc was unable to load application. Upon troubleshooting actions, fse identified that the suite pc software was corrupted. To resolve the issue, fse reloaded the suite pc software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.